Event description:
Ous MDR - after an implantation time of about 19 months, the physician suspected a lead fracture because of very bad measurement values. However, during the replacement, another measurement was done with quite good results. Nevertheless, the physician chose to replace the lead.

Manufacturer narrative:
Ous MDR - upon receipt, the performance of the lead under complaint was scrutinized. Close to the fixation sleeve the insulation of the lead was found compromised and traces of a discharge between the conductor cable to the vcs shock coil and the inner coil were observed. This most likely led to the broken contact between the vcs shock coil and the df-1 connector pin. These findings can be considered to be the root cause for the under-sensing issues as mentioned in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continuous mechanical stress. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.